Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right atrial (ra) noise, oversensing, and inappropriate atrial tachy response (atr) episodes from minute ventilation (mv) oversensing. The device was reprogrammed to turn off the mv feature, and the patient was to be brought back to the clinic for testing at a later unknown date. No adverse patient effects were reported. The device remains in service.